Event description:
Screen froze and ventilator stopped functioning correctly. Ventilator began alarming. Pt desaturated and had to be ambu-bagged until ventilator was changed out with no adverse effects. Ventilator began working again after turning off/on.